Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident on a ingenia 1.5t system. The patient sustained a third degree burn on the outside of her right upper leg.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The provided information was insufficient to determine a clear cause for the event. Factors which contributed: the thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The total administered specific energy dose of 3.3 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation.